Event description:
It was reported that an overinfusion of medication occurred while using an unspecified quantity of clearlink, non-dehp solution sets. The infusions are set for 24 hours and approximately 2l, but the pumps are running out of fluid about 30 minutes early and delivering 50-60 ml more than prescribed. These overinfusions occurred with sigma specturm pumps during tpn (total parenteral nutrition) treatments. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date: the most recent event occurred between (B)(6)2024. However, this has occurred many times over the last year. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.